Event description:
The patient underwent an insertion of a right ventriculoperitoneal shunt placement four weeks prior without complications. Post operatively, the immediate post-op scan was satisfactory, and the patient had a positive radiographic change as well as an improvement in clinical status. The patient returned to hospital with a one day history of confusion and agitation four weeks later. A CT of the head was performed, which indicated a now very large bilateral subdural csf collection consistent with hygroma. The physician believed the mental changes most likely was caused by the over-shunting of the vp shunt. The initial setting of the valve was approximately 11 cm. The physician attempted to change the valve setting up to 20 cm with three different valve setting machines to no avail. An x-ray was taken which confirmed that the valve pressure was stuck at 3 cm. The patient was taken to the operating room for replacement of the shunt. The patient recovered from the shunt replacement and was discharged one week later. A staff member from the surgery department contacted the codman & shurtleff representative regarding the shunt malfunction. The representative will pick up the device and request that it be tested.